Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, two episodes of ventricular fibrillation due to lead noise and low, high voltage lead impedance was observed on the rv lead. Patient was scheduled for a lead revision. During another patient follow up visit, lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable prior, during and post procedure. Patient will continue to be monitored.